Manufacturer narrative:
There is no indication service was dispatched for this event. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through 2010 for add'l reportable events.

Event description:
The affiliate reported the customer alleged low sodium (na) pt results involving unicel dxc 800 synchron system. Subsequent testing produced higher sodium results. The erroneous results were released out of the lab. There has been no report of pt injury or change in pt treatment associated with this event.